Event description:
The home patient (hp) reported feeling abdominal pain while using the homechoice pro cycler for apd therapy. Follow-up with the hp's healthcare professional (hcp) reveals the hp was diagnosed with peritonitis in 2000 and antibiotic therapy using vancomycin and cipro was initiated. According to the hcp, the hp's peritonitis was not being resolved following the antibiotic therapy and as a result the antibiotics therapy was modified to include tobramycin. Hcp does not attribute the peritonitis to baxter products or the homechoice pro cycler, however hcp does not not know what to attribute it to. Hcp states that although the culture of effluent revealed no growth, the hp responded to antibiotic therapy used for gram negative organisms and the hcp suspects that the peritonitis may have been contracted internally through the hp's bowels. Hcp relates that the hp's condition has improved and the hp continues to use the homechoice pro system with no issues.